Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right tibial insert and patella swap. Stiff knee."

Event description:
As reported: "right tibial insert and patella swap. Stiff knee." Update 02 september 2019: based on medical review: on (B)(6) 2019 a revision of the poly and the patella of the right knee was performed for a diagnosis of poly wear of tibia and patella right knee.

Manufacturer narrative:
Reported event: an event regarding wear involving a duracon patella was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: not performed as no medical records were provided for review. Clinician review: a review of the provided medical records by a clinical consultant indicated: on (B)(6) 2019 a revision of the poly and the patella of the right knee was performed for a diagnosis of poly wear of tibia and patella right knee. The operative report describes spinal anesthesia and the use of a tourniquet. The report notes, ¿synovectomy patella had fairly substantial wear. Tibia was worn with delaminating type wear¿. Labels indicate the components were changed to a duracon ap lipped large 9mm insert and a cemented 36/10 triathlon cemented patellar component. Uncomplicated surgery was described and no subsequent follow-up is documented. No imaging studies or examination of explanted components are available. After twenty-three years in situ, some wear of the polyethylene available at that time is not unexpected. There is no evidence that factors associated with faulty implant design, manufacturing or materials were responsible for these late clinical events. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: clinician review of the provided medical records indicated: after twenty-three years in situ, some wear of the polyethylene available at that time is not unexpected. There is no evidence that factors associated with faulty implant design, manufacturing or materials were responsible for these late clinical events. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.